Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two episodes of electromagnetic interference from late cauterization during the implant of the patient's implantable cardioverter defibrillator (ICD). The device remains in use. The patient is a participant in (B)(6) clinical study. No patient complications have been reported as a result of this event.